Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it was reading high peak end expiatory pressure (peep). The customer reported that the patient was removed from the ventilator and manually ventilated while doing an extended self-test (est) and failed. The expiratory filter was changed and the ventilator passed est then placed back on the patient with no harm or injury.